Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient was unable to recharge the ipg, but was receiving effective stimulation. The sjm rep met with the patient and a replacement charging system was unable to establish the charging process with the ipg. An x-ray was taken, and it was determined the ipg was at an angle. Follow up identified the physician replaced the ipg. It was reported the issue was resolved with the replacement ipg.